Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized with diabetic ketoacidosis. The customer stated that he bolus for dinner but his blood glucose went to 600 mg/dl, he started vomiting and was taken to the hospital. The customer was unsure of the date but stated it happened about 6 weeks back. He was treated with insulin drip and was released after half day. Current blood glucose was 160 mg/dl. The customer declined troubleshooting.